Manufacturer narrative:
THERE WAS NO REPORT THAT A DA VINCI SYSTEM, INSTRUMENT OR ACCESSORY MALFUNCTIONED DURING THE PROCEDURE. ADDITIONAL PATIENT INFORMATION WAS OBTAINED: HEIGHT 172 CM., BODY MASS INDEX (BMI) 24.7 KG/M2.

Event description:
A PATIENT IN A STUDY UNDERWENT A DA VINCI ASSISTED BENIGN HYSTERECTOMY WITH BILATERAL SALPINGECTOMY SURGICAL PROCEDURE ON (B)(6) 2026. ON (B)(6) 2026, AFTER DISCHARGE, THE PATIENT REPORTED LIGHT BLEEDING FOR WHICH AN UNSPECIFIED MEDICATION WAS PROVIDED. THE EVENT IS ONGOING. THERE WAS NO REPORT OF COMPLICATIONS INTRA-OPERATIVELY OR PRIOR TO DISCHARGE; THERE WAS NO REPORT OF A DA VINCI DEVICE MALFUNCTION. DISCHARGE OCCURRED ON (B)(6) 2026. THE STUDY INVESTIGATOR REPORTED THE EVENT AS MILD SEVERITY, NOT A SERIOUS ADVERSE EVENT, A CLAVIEN-DINDO GRADE I, POSSIBLY RELATED TO THE STUDY PROCEDURE, POSSIBLY RELATED TO THE PATIENT'S UNDERLYING DISEASE STATUS, BUT NOT RELATED TO THE DA VINCI INVESTIGATIONAL DEVICE AND NOT RELATED TO A THIRD-PARTY DEVICE. THE PATIENT'S PRIOR HEALTH CONDITION OF ENDOMETRIOSIS MAY BE RELEVANT TO THIS INCIDENT.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Additional information:No treatment or therapy was required for the light bleeding. The light bleeding was seen as normal post-operative process after the hysterectomy.